Event description:
The facility reports the cna had the resident in the lift with the safety strap on. The lift was at it's highest point and, as the cna was turning the seat into the tub, the vase pulled off the floor. The lift fell over, pinning the patient against the wall. The patient suffered bruised left hand fingers, left arm, and shoulder. A second cna came to help release the patient. The patient was taken to the emergency room for evaluation.